Event description:
The reason for call was patient reported they were having problems with their implant and the issue began about 2 months ago. Patient stated the representative was supposed to contact them 2 weeks after their last visit when they made some adjustments but they didn't. Patient stated it's been weird and not working with the pain that it was before. Patient was generally frustrated through out the call and dissatisfied with services. Patient also stated the implant was not giving them the pain relief they wanted. Patient confirmed the battery had been readjusted in june when the representative put it on different settings. Agent redirected pt to hcp to further address therapy issues. Pt stated they have an appt with hcp on monday. Pt disconnected call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient has been having problems with the stimulation turning itself off since they were implanted. Caller stated that it has happened 6 times including this morning. Caller added that the implant was 90% and the stimulation was off. Caller stated it took quite a while to get the stimulation back on. Caller noted the last time they charged was monday and the implant had been down in the low level. Agent reviewed with caller that stimulation will turn off when the battery level is in the red or orange and they will need to manually turn the stimulation back on once the implant is charged. Caller mentioned that they typically charge the implant every 3 days. Agent went on to review how to turn stimulation back on and while explaining controller function caller noticed that the screen said "settings not available." Caller stated they've seen this message before but not lately. Agent asked c aller if they could feel the therapy working, and caller said they weren't sure because they took a pain pill. Caller confirmed they were in group b. Caller also mentioned that 3 times they felt electric charging up their back instead of in the area it was designed for. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to reps for further assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.